Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: a review of the receiving inspection (ri) for verse x25 inserter/tightener, was conducted identifying that lot number gm4815303 was released in one batch. Batch1: lot qty of 110 units were released on (B)(6) 2017 with no discrepancies. Supplier: depuy: seabrook medical as a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The device associated with this report was returned to depuy synthes for evaluation. Investigation findings revealed distal tip of the device is stripped. Potential cause for this condition can be traced to end of life. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the verse x25 inserter/tightener would have contributed to the device issue. Based on the investigation findings, potential cause is traced to end of life, it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2024 an interbody fusion was performed. During the procedure, after tightening the set screw with a verse x25 screwdriver, the head of the screw in question moved. It could not be determined whether the problem was on the screw side, the set screw, or whether the head appeared to have moved due to a loose screw. The screw and the set screw were replaced, and final tightening was performed. The procedure was completed successfully with a surgical delay of 30 minutes. The patient outcome was stable. No further information is available. This report is for an expedium verse spine system inserter/tightener x25. This is report 2 of 3 for (B)(4).